Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Product investigation is not yet completed; no conclusion could be drawn. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During insertion of the drill over the k-wire for a proximal femur nail procedure, a k-wire was cut by a drill bit. The surgeon used another set to complete the surgery. Upon receipt of an unknown wire, the manufacturer noted the wire was sheared off. This complaint involves one (1) device. This report is for an unknown wire. (B)(4).

Manufacturer narrative:
Corrected data: the initial complaint was reviewed and found not reportable. The broken guide wire was identified as 356.830. The unknown guide wire was observed to have a deep cut behind the tip. The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. The complaint of the broken device is being captured under medwatch MFR number 8030965-2018-50522. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. The broken guide wire was identified as 356.830. The unknown guide wire was observed to have a deep cut behind the tip. The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. The complaint of the broken device is being captured under medwatch MFR number 8030965-2018-50522.